Manufacturer narrative:
Device investigation could not be conducted since it was not returned to manufacturer. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the obtained information, it is inferred that the tip of the guidewire was trapped in the totally occluded lesion during the attempt to cross, where rotation manipulation was made continuously and/or pull back manipulation with force was made for bail out, etc., resulting the break age of the tip due to the force exceeding the product design limit. Warning section of the IFU describes: if any resistance is felt due to spasm or the device being bent or trapped while operating the device in the blood vessel or removing, it, do not move or torque the device. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the device is move excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this device inside the blood vessel, do not torque continuously in the same direction. This may cause the device to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the device rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, subject guidewire was used for procedure to mildly tortuous and heavily calcified totally occluded lesion at iliac artery, and during the procedure, it was found that the tip of the guidewire broke off, approximately 2cm was remained in the lesion. Procedure completed by going sub-intimal, and the patient is in stable condition. No complication is reported.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., (B)(4), registration number: 3003780911.